Event description:
A journal article received entitled: lower limb malrotation following mipo technique of distal femoral and proximal tibial fractures. A prospective cohort study which evaluated the incidence of rotational malalignment in distal femoral and proximal tibial fractures using computed tomography (CT) scanograms following indirect reduction and internal fixation with the minimally invasive percutaneous osteosynthesis technique. R. Buckley et al. Injury, int. J. Care injured 42 (2011) 194¿199. A total of 27 subjects, 14 postoperative proximal tibia fractures and 13 distal femur fractures, underwent CT scanograms. Three females and eleven males with an average age of 38.1 years sustained proximal tibia fractures, and six females and seven males with an average age of 55.8 years sustained distal femur fractures. This complaint regards a 46 year old male who had a left distal femur fracture that was stabilized with less invasive stabilization system who had a rotational deformity of 4.0 degrees. This is report 2 of 2 for complaint (B)(4). This report is for an unknown locking screw.

Manufacturer narrative:
Date of event: 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.

Manufacturer narrative:
The initial complaint was reviewed and was found not reportable related to the fact that the device(s) are not noted to be synthes products: retracting the initial med watch filed.